Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related (B)(4), complaints text (B)(6) 2018, (B)(6). Initial notes: pt mentioned he had blood inquired what led up to the complaint. Customer response: just inserted a new sensor site issues - sensor (guardian sensor 3) per (B)(4). Location, size and shape of site issue: left side of abdomen. Description of the site issue: blood . Customer is not reporting a skin issue not associated with sensor insertion site. Customer states the site is actively bleeding. Expl possible cause of blood at site is that sensor may have been inserted in a capillary/blood vessel. Customer states blood is not visible on the sensor connector. Sensor insertion site: left side of abdomen. Customer states sensor was not tugged or pulled on after insertion. Sensor is not inserted away from restrictive clothing. Inquired if customer is on medication that might cause bleeding. Found: no medication. Sensor has already been removed. Customer states sensor is fully inserted. Customer states the site is comfortable. Customer reports blood is significantly visible in the plastic base of the sensor. Adv to change the sensor. Advise to insert sensor in a different location and monitor site. Recommended customer speak to their hcp about alternate insertion sites and medication. Adv to change sensor. Customer's outcome pertaining to the complaint: change sensor and replace the sensor recommend customer speak to their hcp about alternate insertion sites and medication ship: 1 sensor / return: nothing.